Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a patient with mild diffuse lamellar keratitis of the right eye one day following lasik treatment. The patient reported photophobia and hazy vision; the topical steroids were increased. Additional information received; the topical steroids were tapered. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Logfile review for the date of treatment shows no abnormalities that could have contributed to the reported event. The treatments were completed to 100 % and all laser system functions were within specifications during treatments on this day. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to and after the day of the treatment. No technical root cause was identified as the product was found to be within specifications. (B)(4).